Event description:
It is reported that dr. Was doing a total knee and using the em tibial cutting guide. While he was trying to put the cutting guide around the ankle, the clamp slipped out of his hand and hit his knuckle, the tension clamp was so tight that it ripped both gloves and tore a large piece of skin from his middle fingers.

Manufacturer narrative:
Eval summary - without return of the part, the clamp tension cannot be evaluated. It is worth noting that there have not been similar complaints filed for this device, however, the per states that several other surgeons have experienced crushed fingers from using the ankle clamp. It appears that the incident occurred as a result of routine use. Eval - no product was returned. Review of the device history records was also not possible as the product and/lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.